Event description:
It was reported that the 9400 system displayed a "charger fail" error message when the exposure button is released after about one minute of fluoro. There was no report of pt injury.

Manufacturer narrative:
Advised the customer that the charger pcb and battery pack are no longer available from oec. System was past its end of life. Customer will try to get another source for the identified parts. Case was closed.